Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation and indentations in his skin under the lifevest. The patient's physician recommended a cream for the irritation. Follow-up indicated that the irritation was improving.